Event description:
During a ptca treatment procedure involving a 90% stenotic lesion in distal portion of the left circumflex artery, the maverick monorail balloon ruptured at inflation. The patient was asymptomatic during this event. The number of inflations performed and the number of atm's reached with each inflation is unknown. It is noted that the maverick monorail balloon was passed through the cell of a previously placed stent in order to reach the lesion requiring treatment. It apparently was not being used to deliver a stent, but to dilate a new stent. The sizes and types of introducer sheath, guidewire, guide catheter and inflation device used are unknown. The maverick monorail balloon was discarded by the facility. No patient inuries or procedural complications were reported. Patient status is reported as 'good'.